Manufacturer narrative:
A medtronic representative went to the site to test the equipment. A biomed rep found one of the cord-track magnets that came off of the rotor cable guide was binding up the rotor. He removed the magnet and secured it on the cable guide. After ensuring the magnet was secure he tested the system and ran the tube back and forth several times. The imaging system then passed the system checkout and was found to be fully functional and returned to service. No parts were returned to the manufacturer for evaluation. This event was identified during a retrospective review as discussed with the FDA (B)(6) office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the site notified him that during a spinal l4-s1 fusion procedure when they attempting to take a 3d spin they heard a loud thudding sound and the door would not open. The site staff attempted to manually open the imaging system door. The site brought in another medtronic imaging system to use for the surgery. The delay to the surgery was approximately 30 minutes. There was no reported impact to the outcome of the patient.